Event description:
The facility's biomedical engineering department reported that a pump was "underinfusing" during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was available.